Event description:
Meter was reading inaccurately high. The pt reported an incident that occurred 6 weeks prior. Pt tested pt's blood sugar at approx 3:30 p.m. The result was 190 mg/dl. Pt had no symptoms at the time of testing. Pt did treat self based on the reading. Within 15 minutes. Pt decided to go for a walk. While walking pt stated that she felt dizzy. Pt ate some dextrose and sat for a moment. Pt then began walking up a hill and became unconscious. The pt was taken to the emergency room and pt's blood sugar was 28 mg/dl. Pt was treated for low blood sugar. The pt did not have pt test strips with pt and stated that pt was unable to answer the questions. Pt did state that pt washed pt's hands before testing. It is not known if the pt was applying the blood to the test strip correctly. Based on the information provided, there is no indication of a meter malfunction. There is however evidence of a serious injury. It is not likely that the pt's blood sugar would drop from 190mg/dl within such a short period of time. A replacement meter is being sent.